Event description:
It was reported that on an unknown date, the patient underwent a left hardware removal of a retrograde/antegrade femoral nail due to infection along with a stryker knee prosthesis. The procedure was successfully completed, and patient status was unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).